Event description:
Reportedly, the instrument was fired but the staples would not form at all and they stuck in the tissue. The plastic part and the metal part of the disposable loading unit were broken. The surgeon used another instrument to control the bleeding.